Manufacturer narrative:
Complaint is not considered attributable to a malfunction of the device and complaint report did not allege device malfunction. Direct cause of injury is unknown, but contributing factors may include patient compliance with post-procedure physician instructions and/or user technique. The treating physician has recommended ointments and a breathable barrier to try and minimize the scar and follow-up assessment will be performed to assess the need for scar revision.

Event description:
Patient received a burn on the neck subdermally.